Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unconscious in their home on (B)(6) 2023. Log files captured a pump stop on (B)(6) 2023 that appeared to be due to a total loss of power to the controller. The patient was brain dead. On (B)(6) 2023 the patient passed away due to an anoxic brain injury. Pump MFR # 2916596-2023-06033.

Event description:
It was additionally reported that the pump stop was reported to have been caused by disconnection of both of the power cables.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress. The reported event of a pump stop occurring due to a loss of power to the system controller was confirmed via the log files. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6)) during testing collectively contained data spanning approximately 26 days, then an unknown amount of time, and then another approximate 20 days (1932:23:1 ¿ 1958:10:32, then 0:0:0 ¿ 20:15:55 per timestamp, in a day:hour:minute format). The patient was observed to be connected to fully charged batteries on 1957:19:45. Approximately 15 hours later, a low voltage advisory alarm was observed due to extended use of the batteries. Approximately 2 minutes after this alarm occurred, the patient¿s white power cable was observed to have become disconnected from external power, which was then followed by the controller¿s clock resetting to 0:0:0, indicating that external power was lost from the controller, causing the pump to stop for an unknown amount of time. The patient¿s driveline was observed to be disconnected, momentarily reconnected, and disconnected again within the first ~16 minutes of power being reconnected to the controller, then the pump maintained speeds above the low speed limit after these events resolved while connected to the driveline. The returned system controller was functionally tested and was found to perform as intended. The system controller was opened and inspected at a component level, and every individual wire within both power cables was measured. Insulation testing was also performed, and the controller passed all tests and operated a mock loop as intended throughout all testing. It was reported that the event did not appear to be device related and it was suspected that the cause was both power cables being disconnected from external power; however, the root cause of how the external power was lost was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii lvas patient handbook (rev. D, section titled ¿important warnings¿) instructs users to never submerge their equipment, including the system controller, into water or liquid. The heartmate ii lvas patient handbook (rev. D, section titled ¿exchanging used batteries with charged batteries¿) instructs users to never disconnect both batteries at the same time. At least one (1) system controller power lead must be connected to a power source (batteries, power module, or emergency power pack) at all times. If both system controller power leads are disconnected at the same time, the pump will stop. It is essential that neither system controller power lead (used to connect the system controller to a power source) is ever disconnected from power for more than 60 seconds. If disconnected for more than 60 seconds, the risk of pump stoppage increases. The heartmate ii lvas patient handbook (rev. D, table 9 ¿display module alarm messages¿) instructs users on how to resolve alarms that sound from the epc when the display module is connected, including alarms associated with power cable disconnect and low voltage advisory conditions. The heartmate ii lvas patient handbook (rev. D, section titled ¿list of emergency contacts¿) instructs users to call their hospital contact at any time in the event that they think or feel their pump is not operating as intended. No further information was provided. The manufacturer is closing the file on this event.